Event description:
Procedure type: hysterectomy. According to the reporter: while closing the cuff, the needle broke inside the pt. The broken part of the needle was retrieved from the cavity. A new load with the same endostitch was used to continue on with the case. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).